Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown constructs: tomofix plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in iran as follows: this report is being filed after the review of the following journal article: safdari, m., dastjerdi , a., makhmalbaf, n., makhmalbaf , m. And makhmalbaf, h. (2023) closing-wedge and opening-wedge high tibial osteotomy as successful treatments of symptomatic medial osteoarthritis of the knee: a randomized controlled trial , the archives of bone and joint surgery, vol. 11 (6), pages 421-428 ( iran ). The aim of this randomized controlled trial (rct) study was to compare the clinical outcomes, radiologic outcomes, and postoperative complications of these techniques; closing-wedge high tibial osteotomy (cwhto) and opening-wedge high tibial osteotomy (owhto) regarded as the two most frequent hto techniques. Between (B)(6) 2017 and (B)(6) 2018, a total of 73 randomized patients (38 females and 35 males) with a mean age of 36.9 ± 12.1, completed the study. There were divided into two groups; cwhto (closing- wedge high tibial osteotomy) and owhto (opening- wedge high tibial osteotomy). The number of participants who completed the study in the cwhto and owhto was 36 and 36 patients, respectively. The mcl was transected at the site of the osteotomy. A wedge corticocancellous allograft of appropriate size was placed at the osteotomy site, and the proximal tibia was fixed using a tomofix medial high tibia plate (osveh asia medical instrument co, mashhad, iran). The mean follow ¿ up period was unknown. The following complications were reported as follows: closing- wedge high tibial osteotomy group - 1 patient (2.8 %) experienced limited knee rom (119º) after six months of operation. - 2 patients (5.5 %) experienced limited weight- bearing in the last follow-up. - 1 patient (2.8 %) experienced immediate failed varus correction. - 1 patient (2.8 %) had postoperative infection. Opening- wedge high tibial osteotomy group - 1 patient (2.7 %) patient had delayed healing. - 1 patient (2.7 %) had postoperative infection. - 1 patient (2.7%) had an intra-articular fracture immediately after the operation. In this patient, the varus malalignment was not corrected as expected. - 2 patients (5.4%) had lateral hinge fracture. - 1 patient (2.7%) had deep vein thrombosis two weeks after the surgery. This report is for an unknown synthes tomofix plate and screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).